Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for the reported condition will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported to baxter (B)(6) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. According to the report, the patient was being treated for colon cancer with 880mg of folinic acid in 250ml of sodium chloride. The rupture occurred near the end of therapy. There is no report of patient injury or medical intervention. The patient was not receiving any other drugs through the patient's port. No additional information is available.